Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient was hispoitalized due to high blood glucose level. The blood glucose was reported 627 mg/dl and treated with IV and fluids of saline and insulin. No further information.